Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the drive manifold assembly. The fse performed a complete preventative maintenance (pm) with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The fat dept. Performed drive manifold tests and failed drive manifold leak tests with result of vacuum leak diff. Pres. 32 mmhg; the factory specification is +-25 mmhg and pressure leak diff. Pres. -56 mmhg; the factory specification is +-55 mmhg. The fat dept. Verified the failure of fails drive manifold leak test. Drive manifold failed testing.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had a drive manifold test failure. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a